Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip delivery system was leaking. It was reported that during use of the clip delivery system, the clip introducer was leaking. Another device was used in replacement and one clip was implanted reducing degenerative mitral regurgitation from grade 3-4 to less than grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system (cds) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: while the clip delivery system was inserted into the steerable guide catheter without unusual resistance felt, the clip introducer was noted to be leaking.